Event description:
Per medical record review, the tee prior to admission indicated moderate to severe aortic stenosis, severe aortic regurgitation. The indication for admission - "severe symptomatic non rheumatic aortic stenosis due to svd of previous sapien valve." The patient underwent a successful valve in valve (viv) procedure using a 23mm sapien 3 ultra inside the existing 23mm sapien 3 in the aortic position, lt tf approach. The procedural echo demonstrated appropriate valve depth on the right and left cusps, trace pvl.

Manufacturer narrative:
Correction to h6; device code. Update to b5.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to a3. The 23mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and reviewed; however, valve degeneration could not be determined. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander ds for s3. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implant-degeneration was confirmed based on the provided medical record. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "severe symptomatic non-rheumatic aortic stenosis due to svd of previous sapien valve". In this case, due to limited information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 4 years and 8 months post tavr procedure using a 23mm sapien 3 valve, per proctor review of cine imagery, it was reported "the patient presented with 50/50 deployment with indications of paravalvular leak (pvl)". Per the field clinical specialist (fcs), the valve also appeared underinflated. During the valve-in-valve procedure, the implanter pre-dilated with a 23mm non-edwards balloon and implanted a 23mm sapien 3 ultra valve 3-4mm above the initial valve. Mild pvl was noted post-dilation, and the decision was made to post-dilate with a 23mm non-edwards balloon to 12atm to eliminate the pvl. The valve was implanted successfully.